Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 414 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with insulin pump and injections. Customer reported that the drive support cap appeared to be normal. Customer does not allege that insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported crack in the reservoir compartment and below the esc button. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had cracked case at the reservoir tube window corner near the esc button, cracked reservoir tube window, cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and a stained end cap sticker. (B)(4).